Manufacturer narrative:
Continuation of d10: product ID unk-nv-onyx (lot: unknown); product type: ; implant date n/a; explant date n/a citation: shankar, j. J. S., alcock, s., kashani, n., darsaut, t., wang, b. H., dos santos, m. P., milot, g., o¿kelly, c., kelly, m. E., iancu, d., cora, a., marotta, t., van adel, b., kishore, k., et al. Management of chronic subdural hematoma with adjunctive embolization of middle meningeal artery the emma-can randomized clinical trial. Jama 335(20):1787-1795 2026. Doi:10.1001/jama.2026.4910 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿management of chronic subdural hematoma with adjunctive embolization of middle meningeal artery: the emma-can randomized clinical trial,¿ with the stated objective ¿to evaluate whether emma as an adjunct to surgical drainage reduces chronic subdural hematoma recurrence compared with surgery alone¿. The time frame of this study was august 2021 to april 2025 across 9 tertiary care centers in canada, with the last date of follow-up on july 27, 2025. The following medtronic devices were used: onyx-18 was used in the adjunctive embolization of the middle meningeal artery (emma) group within 72 hours after surgical drainage. There were 93 patients treated with onyx in the emma group. The article reported 8 serious adverse events including 4 deaths in the interventional emma group, but it was stated that none were related to emma. Among patient adverse events included: symptomatic recurrence on CT occurred in 4 patients in the emma group radiographic recurrence occurred in 13 patients in the emma group there were 4 emma-related nonserious adverse events: femoral puncture-site hematoma, n=3; vasospasm, n=1 no further information was provided in the main article pertaining to medtronic products.